Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the inaccurate measurements were observed on manufacturer's patient care network database. Subsequently, the sensor was recalibrated via echocardiogram.

Manufacturer narrative:
Date of event was unintendedly left blank in the initial report. This report consists of missing information.